Event description:
From 06/2003 through 07/2003, a patient received an initial series of supartz injections in their right knee. Pt had excellent results, but returned in 01/2004 with knee pain and requested another series of supartz injections. In 2004, the pt received a second series. Pt went out of town and three days later went to a hospital e.r. With pain and swelling. Pt was admitted for treatment and testing. They did a blood culture, which came back negative. They did a fluid culture that came back positive for streptococcus mitis and streptococcus viridans. After some antibiotics and aspirating the knee the culture came back negative. Pt was released from the hospital in 03/2004. However, the dr thinks that pt had an inflammatory reaction to the supartz. Pt now has a p.i.c.c. Line in their knee and wants to have the knee replaced, however, the doctors do not want to do this until they know that pt does not have infection in that knee. Pt has improved since the incident to where now pt does not need any device to help walk.